Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in an unknown insertion site for myocarditis. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that the patient developed bleeding from ECMO and impella insertion sites, for which was surgically opened to stop the bleeding. Blood products were also administered. Amount was not provided. No further information was provided.